Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer went to the emergency room and was subsequently hospitalized on (B)(6) 2019. Customer's blood glucose was 619 mg/dl with ketones. A healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin, fluids, and manual injections. Customer was discharged from hospital on (B)(6) 2019 with no permanent damage. Customer reverted to manual injections for alternate insulin therapy.